Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown

Event description:
Healthcare professional reported "rupture" and "capsular contracture" baker grade unknown with a left side device. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, crease fold, and one opening curved on the anterior. A microscopic analysis was performed which identified: one opening crease sharp on the anterior, wear abrasion, and non-penetrating nick. Based on the device analysis the final assessment is: one crease sharp opening on the anterior assessed as fold flaw opening.

Event description:
Healthcare professional reported "rupture" and "capsular contracture" baker grade unknown with a left side device. Device was explanted.